Manufacturer narrative:
The hcg + b reagent lot number was 744575. The expiration date was not provided. Qc was acceptable. The field service engineer (fse) identified dirty sipper syringe tubing. The fse cleaned the tubing and the analyzer was working within specification. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer (disk system). The initial result was 1.12 miu/ml. This result did not correspond to the patient¿s clinical diagnosis. The repeat result was "nearly" 14,000 miu/ml.